Manufacturer narrative:
The device has not been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that there was "residue in the sterile packaging." The device was not used in surgery. There were no injuries or medical intervention reported. There was no contact information from (B)(6) available. There was no add'l info provided.